Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received attached to an ace36j device. In addition, the nose cone was cracked and the mount was loose. The instrument was forcibly removed from the disposable as a result of this the handpiece came apart. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components and there were no additional findings. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.

Event description:
It was reported that before an unknown procedure, the device tried to be detached from the handpiece, it could not be detached. Another device and handpiece were used to complete the case. There were no adverse consequences to the patient.